Event description:
It was reported that the customer had no delivery alarms for two weeks. Customer called in to troubleshoot for this issue before on the reservoirs and infusion sets. Customer received the alarm after giving a bolus. Customer's blood glucose level was 246 mg/dl. Customer's wife stated that the sites have scarred or hardened tissue. Customer was advised that this is what is most likely causing the no delivery alarms. Customer was advised to see their health care professional to see if there are other sites the customer can use. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer treated with a manual injection. Customer stated that he does not feel comfortable or confident in their pump. Customer will be sent a replacement pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.